Manufacturer narrative:
Evaluation: the complaint device was not returned, only the lot number has been provided to assist in this investigation. Unfortunately, without the actual device we are unable to determine with certainty how this incident may have occurred. However, considering the information provided, it is possible that inadvertent contact was made with the needle bevel during insertion and/or manipulation, thus resulting in the difficulty encountered. We do warn on our label affixed to the mandril guide holder that withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.

Event description:
During a procedure in 2007, physician was accessing one side of a fistula that had been clotted for a few days. While pushing the floppy end, and it being difficult to tell if he was in the fistula or not, the wire got stuck and caught on the needle. The physician tried to remove the whole thing, but that would not work, so he removed the needle. Then the wire unraveled and broke off in the patient. The wire was in the soft tissue and physician was unable to snare the piece. The physician was unable to remove the piece. The patient then went for dialysis.